Manufacturer narrative:
Subgaleal hemorrhage, a bleed that occurs between the scalp aponeurosis and the periosteum of the cranial bones is a known risk of any vacuum delivery. The literature reports an incidence of 1-4% of all vacuum deliveries. These bleeds have also been known to occur in infants delivered by forceps and rarely after spontaneous deliveries. They are more likely to occur with fetal hypoxia and underlying bleeding disorders, as well as after complicated deliveries. Last update received from the user facility was that the infant was discharged without further sequela or complications. Clinical innovations will continue to monitor this event and send an update if additional information is obtained.

Event description:
First time mom induced at 37 weeks and 2 days. No indication listed in chart for vacuum delivery, but sherry was told that the baby's heart rate dropped, and they were trying to hurry with the delivery. Very experienced clinician with kiwi. Procup used, unknown lot number (cup was not retained). No mention of position or station at time of cup application but was reported to be "high". Baby delivered with one pull, no pop-offs, very little effort required. Second day of life nursery noted head swelling and hematocrit drop. CT showed a subgaleal hemorrhage. Baby was transferred to nicu and stabilized. Discharged home without sequelae several days later.